Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "hose damage" was found. During svc, the device's pre-repair diagnostic assessment noted "hose worn (cut) small." If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was being returned for svc. During svc of the device, it was noted that the device had hose damage. It is known that device was being used during surgery however no pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.